Manufacturer narrative:
Insulin pump was received with missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that there was a damage of reservoir lip. They reported that reservoir was fixed in pump and the insulin pump worked ok. The insulin pump will be returned for analysis.